Event description:
It was reported that the patient fell and was injured. It is unknown if the fall was device related, or the extent of the injuires. After the patient fall lead problems occurred and the lead was subsequently explanted due to an apparent lead fracture. No further patient complications were reported as a result of this event.